Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4 batch #: x94d8j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition, therefore we were una ble to investigate further the reported issues reported. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94d8j and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ¿replace handpiece alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.